Event description:
The customer reported a loss of the live fluoroscopic x-ray image in boost mode. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The backplane and high voltage taken were evaluated and replaced. No further repair information is available at this time.